Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the ventricular lead threshold was high after implant. The lead was repositioned and still in use. It was later reported that the physician attempted to reposition the lead, but "it was very difficult, even impossible" so the lead was explanted and replaced. The patient is participating in the (B)(4) study. No patient complications were reported as a result of this event.

Event description:
It was reported the ventricular lead threshold was high after implant. The lead was repositioned and still in use. No patient complications were reported as a result of this event.